Manufacturer narrative:
The field complaint of loss of capture and high impedance was not confirmed. The device was received in normal working condition. Analysis of device image displayed normal device characteristics. Further analysis performed, including a capture test and pacer lead impedance test indicated normal device functionality with battery voltage above elective replacement indicator (eri) level. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an in-clinic follow-up, a loss of capture and high impedance values were observed on the device. The device was explanted and replaced to resolve the event. The patient was stable.